Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux and preimplantation testing. It did not meet the requirements for siphon and pressure-flow testing. There was proteinaceous debris observed in the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. The IFU also cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery, after the ventricular and peritoneal catheters were connected to the strata ii valve, the valve was found to be leaking at the delta chamber. According to the report, the surgery was successfully completed with a replacement strata ii valve and there was no injury to the patient.